Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the wear of the actual device was caused by mishandling by the customer. The event can be prevented by following the instructions for use which state: "warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a dark image. There was no delay or report of patient harm associated with the event. The device was returned and evaluated; it was found that there was a gap between the acoustic lens and ultrasound probe. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation, and the customer¿s allegation was confirmed. Due to damage on the electrical connector, the image was not displayed. The unit was inspected, and testing found that there was a gap between acoustic lens and ultrasound probe and a gap in the adhesive on the distal end allowed stain to get inside the lens. Additional evaluation findings were as follows: the elevator channel plug was loose, the electrical connector, the scope connector the plate, the ultrasonic connector and the end of the flexible printed circuit board were all corroded due to water leakage. The acoustic lens was damaged, the adhesive on the bending section cover was detached, the universal cord has buckling and due to wear of the angle wire, bending angle in the down direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.